Event description:
It has been reported to the company that during the ptca, the shaft of the guide catheter kinked and broke into 2 pieces. The remaining portion was able to be removed sucessfully without adverse effect to the patient.